Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high, out-of-range pacing impedances on a non-boston scientific right atrial (ra) lead measuring greater than 3,000 ohms. It was noted there was minute ventilation (mv) noise that resulted in several atrial tachy response (atr) however, the noise was not being sensed. Technical services discussed possible causes and recommended to continue to monitor. The patient is not dependent on therapy. At this time, this ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high, out-of-range pacing impedances on a non-boston scientific right atrial (ra) lead measuring greater than 3,000 ohms. It was noted there was minute ventilation (mv) noise that resulted in several atrial tachy response (atr) however, the noise was not being sensed. Technical services discussed possible causes and recommended to continue to monitor. The patient is not dependent on therapy. At this time, this ICD system remains in service. No adverse patient effects were reported.